Event description:
During a laparoscopically assisted vaginal hysterectomy, the identified product coagulated tissue with one actuation, and then did not coagulate tissue with further attempts of coagulation. Another instrument was tried with the same results. During the surgery, a different electrousurgery generator was tried as well as another bipolar instrument. No coagulation was observed with any of these devices. The surgeon completed the procedure by performing a vaginal hysterectomy. The reporter claims that the hospitalization of the patient as well as her recovery were extended as a resust of this incident.